Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Physician alleges that during a peripheral vascular intervention the tip of the diagnostic catheter detached within the patient's left external iliac artery. The physician had acquired left contralateral retrograde femoral artery access, and during catheter manipulations over a stiff wire the catheter tip detached within the patient's left external iliac artery. The patient's vasculature at the location of detachment was tortuous and calcified. The physician then used a vascular snare device to successfully retrieve the tip from the patient's artery. The patient tolerated the procedure well.